Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens was explanted from an eye of a female patient because the patient had poor night vision. No vitrectomy or incision enlargement were performed. Patient is reported to be doing fine. No further information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation and was received already cut in half, most likely to make the explant possible. Considering the condition of the lens additional analysis is not possible. The complaint could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within specification in terms of optical power. All pertinent information available to abbott medical optics has been submitted.